Manufacturer narrative:
Concomitant products: 6944-65 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were alerts for high rv thresholds. It was also noted that there was a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic) and oversensing noise on the rv lead causing device classified false detection of monitored and treated ventricular tachycardia (vt) episodes leading to 5 inappropriate shocks. On the right atrial (ra) lead there was noted to be undersensing. The leads remain in use. No further patient complications have been reported as a result of this event.